Event description:
It was reported that the patient underwent total hip arthroplasty in 2003. Subsequently, patient complained of pain and revision procedure was performed five years later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility concluded that event was not device related. Evaluation of explanted device found evidence of third body abrasive trapped in the clearance. This report filed in 2007.